Manufacturer narrative:
The customer reported complaint for the platform displaying error message user advisory 18 (max take-up revolutions exceeded) was confirmed during archive review but not during initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to error message ua 18. The platform is working as intended for use. During visual inspection, damaged front enclosure was noted. The autopulse platform is a reusable device and was manufactured in 2012 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Review of the archive data indicated multiple error message ua 18 occurred on the reported event date of (B)(6) 2017. The archive also shows ua 16 (timeout moving to take-up position) to have occurred on the reported event date; but is unrelated to the reported complaint. Ua 18 is an indication that the autopulse platform has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. Ua 16 is an indication that there is obstruction between the lifeband and patient, or a twisted lifeband. The platform passed the initial functional testing without any fault. The platform was tested with large resuscitation test fixture (lrtf) for approximately 12 minutes and no errors were noted. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. As a precautionary action to reduce the probably of reoccurrence of ua 41 noted during archive review, the temperature sensor was replaced. The front enclosure was replaced, after which the platform has passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints for autopulse (B)(4).

Event description:
As reported during shift check, the autopulse platform (B)(4) was displaying error message user advisory 18 (max take-up revolutions exceeded). No patient involvement was reported.